Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash / skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, vaginal infection, cystitis, urinary tract disorder, fatigue and alopecia had resolved and the dermatitis allergic and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding, allergy: rash / skin condition, psych injury, bladder / urinary problems: vaginal discharge, bladder infection, vaginal infection, fatigue, hair loss were added. Outcome of event dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia, fatigue, hair loss were added as recovered / resolved. Case is now incident. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.